Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail 20x3.0 mm balloon became stuck to an unspecified guide wire after being inflated one time to 14 atms. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in an unk coronary artery. The maverick2 monorail balloon and the guide wire were removed from the pt as one unit. Another maverick2 monorail balloon was used with the same guide wire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'